Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during basal delivery with multiple cartridges, causing the customer to experience an unspecified elevated blood glucose (bg) level. Customer administered a manual injection to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.